Manufacturer narrative:
Additional information was added to d9, h3, h4, h6 and h10. H4: the lot was manufactured from march 11, 2019 - march 14, 2019. H10: the device was received for evaluation. Visual inspection along with magnification which observed a floating white particulate matter (pm) inside the fluid pathway. The fill port cap was removed and no defect was observed of the connector/cap area. The pm described as single, white, elongated wedge shaped particle was further analyzed and found to be acrylonitrile butadiene styrene (abs). The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause is related to manufacturing. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported particulate matter was observed in a 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. This was observed during mixing. There was no patient involvement. No additional information is available.